Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was in the 200's (mg/dl). It was confirmed that the customer had a backup pump and insulin available.

Manufacturer narrative:
During a follow up on (B)(6) 2015, the customer reported that their blood glucose level had decreased. The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.